Event description:
Meter name: one touch profile. Strip name: lifescan one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: experiencing hypoglycemea. A pt reportedly fell down during a hypoglycemic episode. Pt's meter allegedly was inaccurately high. The result on pt's meter was unknown. Customer refused to give any more info. Treatment was unknown. No further info has been reported.